Event description:
It was reported the device and leads were removed due to chronic pericardial effusion. No further patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies. (B)(4) the full lead was returned and analysis revealed no anomalies; however, blood was present in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analysis revealed no anomalies; however, blood was present in/on the helix/lobe mechanism.